Manufacturer narrative:
PMA / 510(k) # corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A meta-analysis of ten studies that used heli-fx endoanchors in thoracic and abdominal endovascular aortic repairs was carried out. The following events were reported: malfunction: evar malfunction: malappositioned endoanchor fractured endoanchor dislocated endoanchor entrapped endoanchor type ia endoleak